Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer procedure, the device was first time used. The titanium tip broke. The piece broken was found finally. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.